Event description:
Information received indicates the caster will lock into brake but continues to swivel if the stretcher is pushed.

Manufacturer narrative:
The technician replaced the caster to repair the bed.